Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary, complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011900, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011900 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac 12 on 01-mar-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested. No photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to hypoglycemia. The blood glucose level was 40 mg/dl at the time of event and the patient got treated with intravenous drip. No further information available.